Event description:
As reported by the user facility information by bbm sales organization in (B)(6) "underinfusion". "Customer phoned to report that 2 different pumps had under infused on the same patient 2 nights in a row. 1st incident: patient was due to have 1.5l of tbn infused, seemed to be running fine. When infusion was meant to over it was noticed there was still 200ml in the bag. No harm to patient."

Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: 1. General information: complaint: (B)(4). 2. Information to the sample: 2.1 model: infusomat space. 2.2 article number: 8713050. 2.3 serial number/batch: (B)(6). 2.4 software version: n030005. 2.5 hours of operation: 5967 h. 2.6 further information: n/a. 3. Investigation results: 3.1 history inspection: the device history files were read out and analysed. As no date of the incident was given, the last infusions from 2022-05-12 to 2022-05-31 were investigated. There are no anomalies noted the device history files. 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars and the technical seal (illegible) on the lower housing were intact and undamaged. The device shows age related signs of wear and tear, the p2-connecor shows oxidized contacts. Furthermore, there are no broken parts or any anomalies. 3.3 functional inspection: a functional test was performed. The device passed the self-test. A space line was inserted, the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. 3.4 pressure inspection: for checking the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested according to the requirements of the technical safety check. The electronic pressure cut-off was checked: pressure stage 2: is: 0,63 bar (should be: 0,1-0,7 bar). Pressure stage 5: is: 0,94 bar (should be: 0,4-1,0 bar). Pressure stage 9: is: 1,32 bar (should be: 0,8-1,4 bar). The mechanical pressure cut-off was checked: pmax: is: 2,26 bar (should be: 1,8-2,5 bar). Pmin: is: 1,94 bar (should be: >1,5 bar). Safety clamp was checked: pmin: is: 1,81 bar (should be: >1,0 bar). The device matches the required values and standards. All measured values are within our specification. 2.5 flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of -1,58%. The accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24. The device matches the required values and standards. All measured values are within our specification. 3.6 disassembling: to investigate the inside, the device was disassembled completely. Liquid residues inside the device on the housing lower part could be detected. No damage or soiling could be found on the mainboard. 4. Assessment: 4.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation.